Event description:
On (B)(6) 2023, the patient received the following results within 15 minutes: 322 mg/dl and 120 mg/dl. On (B)(6) 2023, the patient received the following results within 15 minutes: 461 mg/dl and 149 mg/dl.